Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The healthcare professional reported via phone call that customer were hospitalized due to diabetes ketoacidosis. The date of hospitalization and blood glucose level was unknown. No further complications were reported. The customer will continue to use the device.